Event description:
It was reported that the patient had difficulty charging and that the remote control would not communicate with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160, sn (B)(6). The returned ipg was analyzed and an internal electrical test found an application specific integrated circuit has been damaged. With all the available information, boston scientific concludes that the reported event was confirmed. The type of damage typically occurs when the ipg is exposed to high voltage transients or high radio frequency energy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and that the remote control would not communicate with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.